Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and verified that the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if the issue arises again.